Manufacturer narrative:
The submission by the doctor was more than a year after the explant.

Event description:
According to the account, there was poor bone integration so the implants on tooth #11 and #12 were removed.